Event description:
Inbound; pt states the syringe plunger will not slide up and down smoothly and extremely difficult to get it started, but once it gets started, it halfway works, states that about .2 to .25 mls left in each syringe of the most recent cartridges received, but with previous cartridges, .6 - .8 has been left. Plunger is so tight that when pushed by hand. It won't budge, cadd ms3 pump serial number (B)(4); cartridge lot# 210408 and lot# 210720. Replacements sent with box to return. No further details provided.